Manufacturer narrative:
Results and conclusion summation - stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. However, without the sds and guide wire to examine, a conclusive root cause cannot be determined. Reportedly, no pre-dilatation was performed. It should be noted that the promus instructions for use states, "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated."

Event description:
Reporting status: serious injury. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that there was an attempt to advance the stent delivery system (sds) down the left main without predilatation; however, it failed to cross and upon retraction of the devices, the guide wire and catheter became stuck. The stent came off and was lost in the pt's coronary. The procedure was completed using balloon angioplasty. The pt underwent a CT scan the next day and the stent was located in the left cusp of the aorta and was retrieved using a snare. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.